Manufacturer narrative:
Unit received with missing segment due to lcd cracked zebra connector. Unit received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
No blood glucose levels were provided. It was reported that the customer had missing segments on the display of the insulin pump. It was reported that the insulin pump was not exposed to extreme heat. It was also reported that the insulin pump was not dropped or bumped. It was also reported that a new battery was installed on the insulin pump to no avail. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.